Event description:
On (B)(6) 2010, pt reported an e10 (cartridge error) alert and an odd noise occurred while she was attempting to return the piston rod. Pt reported she tried several times to return the piston rod and eventually got it to return all the way to the bottom of the cartridge compartment, but the e10 (cartridge error) alert displayed again. Pt did not know how long the battery had been in use. Had pt insert a new battery in the infusion device. Assisted pt through the change the cartridge process. Pt reported the piston rod was at the bottom of the cartridge compartment and the infusion device emitted a strange noise. Pt stated eventually, the e10 (cartridge error) alert displayed again. No physiological effects were reported. The pt did not require medial assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.